Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage found in discardit 2m syringe with needle.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a blister pack for a bd 1ml from lot # 1157005 regarding item # 300846 with the reported issue of ¿leakage or discoloration¿. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples and no leakage or discoloration was found. Based on the photograph the defect for discoloration is confirmed. Since bd bawal is importing the needles along with the shield from bd tuas an internal scar has been raised to bd tuas regarding the leakage or discoloration found in the pack. For leakage the photograph was not helpful in determining the root cause of leakage. None of the retention samples showed leakage. To investigate the leakage complaint the original sample will be required. The leakage complaint is not confirmed. If samples are made available, the complaint will be reopened for re-investigation on the sample received. H3 other text : see h10.

Event description:
It was reported while using bd discardit¿ ii - 2-piece syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage found in discardit 2m syringe with needle.